Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. She turned and "felt something pull" and since then the stimulation stopped relieving her pain. Add'l info has been requested, a f/u report will sent if add'l info becomes available.